Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer went to bed and did not wake up. The cause of death was natural causes. The customer's blood glucose at the time of death was 147 mg/dl; this was the last recorded blood glucose value in the customer's blood glucose meter. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller declined returning the insulin pump.